Event description:
Boston scientific received information that this system was exhibiting loss of capture and pacing impedance measurements greater than 2000 ohms on the left ventricular (lv) channel. An x-ray did not identify any issues and testing was performed through the device and the pacing system analyzer (psa) with the same findings. The lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 43 cm from the is-1 pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
--

Manufacturer narrative:
(B)(4). The lead is expected to be returned for testing. This product issue will be updated when additional details are received.